Manufacturer narrative:
Follow up report ref to natus complaint # (B)(4). Complaint history review/trend analysis: (24 months review and percent of sales) 22 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: this case had two drainage systems with damaged stopcocks. Both stopcocks are broken at the lever of the wall which is used to turn the stopcock into a closed or open position. The breakage of the components indicates that the user turned the stopcock with a tool instead of by hand leading to excessive torque applied. Failure mode: confirmed / stopcock breakage during use.

Event description:
Nt821731c - customer reported broken drain. It is the same as the others, the arm of the stopcock broke off. The drain was changed out and no harm to the patient.

Event description:
Nt821731c - customer reported broken drain. It is the same as the others, the arm of the stopcock broke off. The drain was changed out and no harm to the patient.

Manufacturer narrative:
Initial report ref to natus complaint (B)(4). Per doc (B)(4) rev 09 risk analysis spreadsheet, (ras) - natus eds 3 external drainage system hazard ID 4.36. Cause - stopcock valve unable to turn or rotate effect (harm) - delay in patient treatment, over / under drainage of csf and infection. Residual risk medium. The hazards identified have been reduced as far as possible, and the luer lock connectors fitment are designed incompatible with iso luer reference fittings and the hazard can be occurred using the device which is not compatible with iso 80369-7 luer reference fittings. No related capas. Further investigation to be carried out.